Event description:
It was reported the patient received the following results within 15 minutes: 6,3 mmol/l (accu-chek aviva expert) and 2,3 mmol/l (accu-chek aviva). The patient had a hypoglycemia while measuring the blood glucose values. For both measurements the same test strip lot was used.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.